Event description:
It was reported that pt had a hemi shoulder in 2008. Total shoulder became infected and was removed and an antibiotic loaded exactech shoulder prosthesis was implanted in 2009.

Manufacturer narrative:
The manufacturer did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. The need for further corrective measures is not indicated at this time.